Event description:
It was reported that they have identified a quality issue with stock of nasogastric tubes. It was found that the instructions for use were missing which prevents this product from being used in the production of their kits (lot #ngjq1906), (lot #nggy1944). Per customer follow up received on 03oct2024, it was reported that the issue was found when pulling the product from stock to be used in their kitting process.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one unopened original packaging nasogastric tube. Visual inspection of the first photo sample noted the one unopened nasogastric tube was missing the instructions for use. The second photo shows the case of nasogastric tube shipping box. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: bard nasogastric sump tubes are intended to be used for: decompression of stomach by suction or aspiration of gastric contents. Short-term administration of term tube feeding, lavage fl uid and medications. Contraindications: patients with known tape or adhesive allergies. Warnings 1. Use with caution in patients with a history of head trauma, facial trauma, esophageal diseases and patients with potential for vomiting. 2. Do not force nasogastric tube during insertions; damage to the nasal passage and mucosa and bleeding may occur. 3. Measure insertion length carefully- excessive insertion length of tube into the stomach may lead to coiling and/or formation of tube-knot. 4. Lubricate the tube generously with water soluble lubricant prior to insertion. Do not use petroleum-based products as they may be harmful to the respiratory tract. 5. Refl ux of gastric contents into the blue vent lumen indicates that the suction lumen is obstructed or suction is too low. Routinely check for refl ux in the blue vent lumen and clear as per applicable directions. Failure to clear the obstruction or clear prevent filter may cause gas and fluid buildup in stomach, aspiration of gastric contents, aspiration pneumonia and other complications. 6. Do not inject fluid through the prevent filter as this may result in blockage and leakage of fi lter. 7. Monitor patient for nasal erosion, sinusitis, esophagitis, esophagotracheal fistula, gastric erosion and pulmonary & oral infections. Instructions for nasogastric tube insertion 1. Explain the procedure to the patient. 2. Carefully measure to find desired length of the tube using the nasogastric tube as a measurement aid. To determine the insertion length: measure the tube from the tip of the nose to the earlobe and from the earlobe to the tip of the xiphoid process. Mark the length of the tube to be passed with a small piece of tape. 3. Check the patients nostrils for patency; select the nostril with best patency. 4. Lubricate the full length of tube to be inserted. 5. Insert the tube through the nose aiming down and back. When the tube hits the pharynx, if patient is able, have him or her flex his/her head forward and swallow. Advance the tube as the patient swallows. If resistance is met, rotating the tube may facilitate placement. 6. Continue to advance the tube until the marked position on the tube is reached. Do not advance beyond the marked length as coiling and or knotting of the tube in the stomach may occur. 7. Confirm tube placement per hospital policy. The tube has a radiopaque stripe facilitating x-ray confirmation. If proper placement of tube within the stomach cannot be confirmed, remove the tube gently and start the procedure again. 8. Secure with a securement device or tape per hospital protocol. 9. Ensure 5-in-1 adapter or lopez valve is snugly inserted into suction lumen to prevent suction loss. 10. Keep blue vent lumen above the level of the patients stomach to prevent reflux of stomach fluids into the blue lumen. 11. Do not clamp air vent port while suction is being applied. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have identified a quality issue with stock of nasogastric tubes. It was found that the instructions for use were missing which prevents this product from being used in the production of their kits (lot #ngjq1906), (lot #nggy1944). Per customer follow up received on 03oct2024, it was reported that the issue was found when pulling the product from stock to be used in their kitting process.